Event description:
The account alleged the brake steer caster would pivot when in brake position. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.